Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this device did not cause or contribute to the reported event. Further, this device was not removed during the revision procedure.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this device did not cause or contribute to the reported event. Further, this device was not removed during the revision procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex articular surface catalog # 00596404010 lot # 63649297, nexgen femoral component catalog # 00576401651 lot # 63653836, taper stem plug catalog # 00596009900 lot # 63657934, patella reamer blade with pilot hole 46 mm diameter single use only catalog # 00597909546 lot # 63670918, unknown catalog # 98000250001 lot # unknown, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog # 00597206532 lot # 63646452. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00165, 3007963827-2019-00082. Product remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was revised due to unknown reason.